Event description:
The patient's husband reported that following lead replacement surgery, the patient had a hematoma that lasted for five to six weeks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.